Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned for analysis after a battery measurement, pre-implant, indicated that the device may have experienced premature battery depletion.